Manufacturer narrative:
H11. Additional narrative: updated d4, h4, and h6. A definitive root cause is unable to be determined, however, patient and/or procedural factors likely caused or contributed. The device history record (DHR) was reviewed and showed that this device met all manufacturing and sterilization specifications for product release prior to distribution. No issues were identified that would have impacted this event. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
H11: additional manufacturer narrative: the investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that a 11500a 23mm aortic valve was disabled via a valve-in-valve procedure after an implant duration of 3 years, 3 months due to stenosis and regurgitation. The surgical valve was fractured and a 9755rsl 23mm transcatheter valve was implanted successfully.